Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The care giver stated that all of the lines except the patient line have air bubbles in them. The care giver stated that they noticed the final bag was leaking at the connection point. The care giver stated that they tightened the connection and the leak stopped. The technical service representative assisted the care giver to end the therapy and remove the cassette. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.